Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading erratic. The complaint was classified based the customer care advocate (cca) documentation. On an unspecified date, the patient reported obtaining erratic blood glucose readings of ¿185, 254, 139, 214 and 231 mg/dl¿ with the subject meter. The patient confirmed the tests were all performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient informed the cca that he is on insulin pump therapy. It is not known if the patient made any changes/adjustments to his usual diabetes management regimen in response to the alleged erratic results. The patient reported feeling ¿weak¿ ½ hour after the reported issue began. The patient reported treating self with 10 unit of insulin on (B)(6) 2014 between 6:54 and 7:15am. At the time of the troubleshooting, the patient confirmed the test strips were not expired, opened past their discard date or stored improperly. The patient did not have control solution available to test the subject meter/test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused and/or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.